Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03760. The pt received 2 model 3149 scs lead with the same lot number and 2 model 3166 scs leads with the same lot number. It was reported, the pt's scs leads were explanted and replaced due to ineffective stimulation. The issue resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.